Manufacturer narrative:
Evaluation of the first returned pod pc confirmed that the embolization coil was detached from its pusher assembly. Further evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, and the pull wire was inside the ddt. The embolization coil detached likely during use and handling against resistance. If the pod pc is forcefully manipulated against resistance and the pusher assembly elongate beyond the reach of the pull wire, the embolization coil will detach from its pusher assembly. Further evaluation revealed offset coil winds on the embolization coil and kinks in the pusher assembly. This damage was incidental to the reported complaint. The offset coil winds may have contributed to the resistance during the procedure or occurred during packaging for return. The kink in the pusher assembly may have occurred due to forceful manipulation against resistance during the procedure or occurred during packaging for return. Evaluation of the second returned pod pc confirmed that the embolization coil was detached from its pusher assembly. The pusher assembly was not returned for evaluation. Further evaluation revealed that the sr wire was fractured. If the pod pc is forcefully retracted against resistance, damage such as a sr wire fracture may occur. The root cause of resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01639.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pcs), a non-penumbra microcatheter and non-penumbra catheters. During the procedure, one pod pc was successfully implanted into the target location. While advancing the next pod pc through the middle of the microcatheter, the physician encountered resistance. Upon removal, the physician noticed that the pod pc was stretched and detached inside the microcatheter. Therefore, the detached pod pc was removed from the microcatheter. The next pod pc became stuck in the same position in the microcatheter. The physician encountered resistance upon retrieval of the pod pc and subsequently, the coil detached inside the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed from the patient and the coil was flushed out of the microcatheter on the back table. The procedure was completed using two additional pod pcs, the same microcatheter, and the same catheters. There was no report of an adverse effect to the patient.